Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd and non-codman coils of an aneurysm at the junction of the vertebral and basilar arteries, and during the procedure, there was severe resistance advancing the enterprise vrd ((B)(4)) into the hub of the prowler select plus (mc) microcatheter ((B)(4)/lot unknown. During insertion, the enterprise introducers were seated correctly in the microcatheter hub and the touhy was close to prevent movement of the introducers. Additionally, (B)(6) after the procedure, the patient developed brain stem hemorrhage that was surrounding aneurysm treated during the index procedure. During the hemorrhage, the stents were patent, and both stents were in the same position covering the aneurysm neck. Action taken was administration of hypertensive agent as well as anti- cerebral edema agents. The event outcome as of three months from onset was recovered without sequelae. In addition, the patient also developed the left-sided hemiplegia and underwent rehabilitation. The event outcome was ongoing, unchanged. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown.

Manufacturer narrative:
The report from clinical study (B)(4) indicated that one month after this patient underwent a coil embolization of an aneurysm at the junction of the vertebral and basilar arteries with placement of two enterprise vrds ((B)(4)) and 19 non-codman coils the patient developed a brain stem hemorrhage , surrounding the treated aneurysm. The stents were patent and remained positioned across the aneurysm. Treatment included administration of hypotensive agent as well as anti- cerebral edema agents. The patient also developed the left-sided hemiplegia and underwent rehabilitation. The event outcome was ongoing, unchanged. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. No further information regarding this event is available. Additionally, during the index procedure there was severe resistance advancing the enterprise vrd ((B)(4)) into the hub of the prowler select plus (mc) microcatheter ((B)(4)/lot unknown). After the enterprise vrd had the resistance, it was safely removed and replaced for a new one ((B)(4)) which was able to be advanced through the same microcatheter without any problem. The introducer was correctly seated in the microcatheter hub with the touhy closed to prevent movement of the introducer. There were no damage/defects noted on the devices after the event. The target aneurysm was located at the junction of the vertebral and basilar artery. Via a diagram it was indicated that the aneurysm extended from the left to right vertebral artery, therefore one enterprise was placed in the right vertebral artery to basilar artery and one from the left vertebral artery to the basilar artery. It was indicated that the proximal ends of the stents were placed in vertebral arteries with a diameter of 2.9 mm and 2.6 mm. The distal parent vessel was a 2.9 mm basilar artery. The unruptured aneurysm neck was 7.0 mm, and the neck to sac ratio was 7.0 mm:14.3 mm. The procedure was completed without any further difficulties. Access was obtained from right femoral artery. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The enterprise vrds remain implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429658. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hemorrhage and neurological deficits are known potential adverse events associated with the use of the enterprise vrd and the procedures they are used in as outlined in the instructions for use. Based on the available information a definitive conclusion regarding the root cause of the event and the relationship to the enterprise vrds cannot be determined. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00275 and 1058196-2012-00276.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429658. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00275 and 1058196-2012-00276. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100 mg/day: (B)(6) 2011 - ongoing, clopidogrel sulfate 75 mg/day: (B)(6) 2011 - ongoing, heparin 10,000 u: (B)(6) 2011, heparin 5,000 u was administered intra-procedurally. Prior to implanting the vrd, roadmaster/ goodman, chaperon/terumo, (B)(4) (lot unknown), (B)(4) were utilized. Other devices utilized during the procedure were, (B)(4) (lot unknown), excelsior sl10/stryker, echelon 10/covidien (B)(4), excelsior (B)(4) /stryker, (B)(4), v-track/terumo(total 19). No further information is available and procedural images are not available. This is one of multiple products involved with this adverse event, which is associated with mfg report. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt 1058196-2012-00275 and 1058196-2012-00276.